Manufacturer narrative:
(B)(4). This report for a system error 2240 alarm is confirmed. The patient reported a loose connection, which is a use error that can cause the alarm. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The sample is not available, therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed.

Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 (air in line) alarm on the homechoice (hc) machine during dwell 3. The technical service representative (tsr) assisted the home patient (hp) to cycle power. The tsr advised the hp to complete therapy using manual supplies. The tsr advised the hp to call his nurse in the morning. On (B)(4) 2011, product surveillance contacted the nurse. The nurse was not aware that this event occurred. The nurse was made aware of the event for retraining purposes. The nurse stated the hp has been doing therapy fine. There were no further details provided. No patient injury or medical intervention was reported.